Event description:
Reportable based on device analysis completed on (B)(6)2025. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the severely calcified mid right coronary artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, stent failed to cross the lesion due to calcification. The procedure was completed with another of the same device and no patient complications were reported. However, returned device analysis revealed shaft hole.

Manufacturer narrative:
Device evaluated by MFR. : nc emerge mr, ous 2.75mm x 15mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section noted an 8mm polymer extrusion longitudinal tear at 30mm from tip. Microscopic analysis showed that the balloon was returned in a deflated state with traces of blood present in the balloon. Bumper tip showed no signs of distal tip damage.